Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer's blood glucose was 500mg/dl at the time of incident. The customer reported that a quick serter malfunctioned. The customer reports the set is not being held in place and falls out. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.